Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information upon dräger's request. A case-specific evaluation is not possible, the reported observation can neither be confirmed nor denied. The following can be derived from the available information: the device performed a reboot - this is the specified behavior to overcome error conditions that cannot be removed by other means. The device briefly powers off and back on, all interrupted sw routines will be set back to a controlled state. During the reboot sequence, the device opens the breathing system to ambient to allow spontaneous breathing, and if the reboot was successful in removing the deviation, ventilation will be resumed with previous settings. According to the description there was operator interaction with the device when the reboot was initiated - it can thus not be excluded that this interaction was the trigger. For example, it would be imaginable that a strong electrostatic discharge via the touchscreen has caused the reboot. It is not clear if the device indeed stopped the ventilation or if the user initiated the exchange maneuver already before the reboot sequence was finished. The workstation consists of two major systems, the cockpit which is display and user interface and the ventilation box. Both systems communicate to each other but operate independently, the reboot may have affected the cockpit only while the device continued to ventilate - the black screen of the cockpit during the reboot may have created a false perception. Finally, the available information does not allow a reliable conclusion in regard to the root cause for the reported event and the system effect it had. The device is nine years old, actual disposition and maintenance/repair history is not known. It is recommended to the hospital to have the device checked by authorized personnel and repaired if necessary.

Event description:
Dräger received an ufr with the following statement: "during an inspection of whether the invasive ventilator could function properly, the department discovered that the ventilator automatically restarted and was unable to provide normal ventilation." It was further mentioned that the device was immediately replaced, preventing from health consequences for the patient.